Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that the reagent probe had a slight bend. The cse replaced the reagent probe. The cse found that the syringe showed some buildup around the valve and replaced it. Fluid was found in the bottom of the incubation ring cuvettes, but no leaking was observed during testing. The regional service center recommended replacing the valve assembly and rotary wash pump. The cse ordered the parts and returned the next day. The cse replaced the valve manifold. The cse then primed the system, and calibrated tni-ultra. Quality control (qc) level 3 was high for this lot. Qc level 1 was acceptable. A precision test on a negative pooled patient was acceptable. The cse followed up with the customer and the customer reported no problems. The cause of the discordant, falsely high cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The initial discordant result was not reported out to the physician(s). The sample was repeated twice on the same advia centaur cp instrument, both results resulting lower. The corrected result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high cardiac troponin I result.